Event description:
New information received notes that the device was explanted. No further information is available.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, an alert for high hv lead impedance was observed. The patient recently underwent a device change. For two vectors, lifetime range was noted as ¿no measurements¿. It was suspected that the lead pin may not be fully inserted into the device header. Further evaluation was recommended.

Manufacturer narrative:
The reported field event of impedance anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found.